Event description:
It was reported that a system error (se) 2240 (air in tubing) occurred on the homechoice device during drain cycle three of four of peritoneal dialysis therapy. The patient stated that he had disconnected prior to the alarm without pressing stop. The technical service representative (tsr) explained the proper disconnect procedures and assisted to retrieve the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the alarm was determined to be that the user had disconnected from the device without pressing the stop button. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.